Manufacturer narrative:
The specimens were collected in 13x100mm green top lithium heparin plasma tubes. The samples were centrifuged at 3,000 rpm for 3 minutes. Customer stated that centrifuge was noisy. Per customer, qc is run daily and has been recovering within range. There were no flags and event log messages associated with this event. A field service engineer was dispatched: the fse replaced peristaltic pump tubing. No additional information regarding service is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for three (3) patients. Patient a: the initial result was 0.55ng/ml and results of 0.58ng/ml and 0.29ng/ml were obtained upon test reflex. The sample was tested once more and an accu tni result was 0.26ng/ml. The sample was also tested on a different instrument and an accu tni result was 0.19ng/ml. Patient b: the initial result was 0.45ng/ml and results of 0.42ng/ml and 0.10ng/ml were obtained from test reflex. The sample gave a result of 0.53ng/ml when tested once more. The specimen was also tested on the different instrument an a result of 0.21ng/ml was obtained. Patient c: a sample from this patient gave a result of 0.43ng/ml and results of 0.46ng/ml and 0.50ng/ml upon test reflex. The results were reported out of the lab. There was no effect to patient treatment in connection to this event.